Event description:
It was reported that during surgery, some plastic broke off while taking the trial out of the patient. All pieces of plastic were removed from the patient. No harm to patient or staff. No delay to procedure. Smith & nephew backup was available.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned trial indicated that a portion of the locking detail has fractured off. The fractured portion was not returned. This device was manufactured in 2013, showing signs of wear/ use. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.